Event description:
Spinal motion is developing an artificial disc and using the depuy spine charite artificial disc as a control in their clinical evaluation. Spinal motion reported that a control patient implanted with charite required a revision 1-day post-op due to misalignment of the device. The endplates and core were removed, and the same endplates re-inserted with another core. At 6-months out, it was noted that the disc had migrated anterior 3mm, however, the surgeon is taking no additional action at this time.

Manufacturer narrative:
It was stated that during distraction at the time of the initial placement, the anterior inferior tip of the (bony) endplate at l5 broken off. This may account for the later migration of the disc. The device is not available for evaluation, and the lot numbers not known at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.